Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported behalf of the customer who indicated that "three sensors from same order were reported defective. Pt would apply sensor with no issues and then after 2 hours to 4 days (depending on sensor) of wearing, she would get a message on her phone indicating to replace sensor, your sensor is not working. Please remove your sensor and apply a new one". There was no report of an adverse event or third-party treatment provided for the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 2 additional sensors were reported (serial numbers unknown) and all sensors have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.